Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. It was indicated that the system suddenly stop functioning during the procedure. The philips remote service engineer (rse) analyzed the system remotely and unable to confirm the reported issue. Due to the insufficient information, malfunction and cause of the issue could not be determined. Later, the issue was reoccurred in the (B)(4). Fse replaced the detector cover. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system suddenly stops functioning during procedure. It is unknown if there was any patient harm. Philips has started an investigation of the complaint.